Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units screen image flashing, it stays deleting and turning on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: av. Dr. Enéas de carvalho aguiar, 44 - pacaembu a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced safety disk because hours of use had expired and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.